Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a usage error. There was no patient or user harm. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint nr. (B)(4).

Event description:
Hi (B)(6). I have a customer who had a ventilator shut down. They told me this: "we reviewed the event logs today for this vent. We found prior to this event, the vent was last used on (B)(6). The vent was most likely not plugged in from (B)(6) and the battery fully depleted. When the patient was connected to the vent on (B)(6), the ventilator had only been connected to ac for approximately 30 minutes before they needed to unplug the ventilator and move the patient. Unfortunately, this was not enough time to fully charge the battery and the ventilator shut down."